Manufacturer narrative:
Additional information: investigation: no additional investigation activities have taken place, and the previous evaluation remains valid. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿[death]". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if reported patient death is related to the filter. Product catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right femoral approach due to pe (pulmonary embolism). Patient is alleging death on (B)(6) 2017. It is further alleged that "based on the autopsy report, the patient died from pulmonary thromboemboli arising from deep leg veins."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information and investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe). The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Death certificate received does not affect prior investigation results. Additionally, "acute kidney injury, hyperkalemia, and hypotension were listed as underlying causes that led to the patient's expiration" was stated in the certificate of death. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per certificate of death, dated (B)(6) 2017, "immediate cause of death: pulmonary thromboembolism; underlying cause: acute kidney injury, hyperkalemia, hypotension. Significant conditions contributing to death but no resulting in the underling cause: hypertension".

Manufacturer narrative:
Initial reporter: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured/expired without further explanation. Hospital and medical records have been requested but not yet provided.